Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after placing. The case was completed without any pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.